Event description:
It was reported by field service report that the pump lost arterial pressure reading - transducer. The pump was taken off the patient.

Manufacturer narrative:
Evaluation: worked with cv tech and biomed to check out operating room (or) cabling. Took all three pumps and one loaner pump to the or. Arterial pressure (ap) monitor cable had been replaced a few months ago. This problem was with ap transducer; checked scaling and settings, found nothing when using patient simulator of bp-28. All agree problem most likely due to low signal and changing between monitor & transducer. Ap monitor cable checked good.